Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that he had not been feeling well and decided to visit his doctor prior to being admitted to the hospital. He was treated with insulin hourly to lower his blood glucose upon admission. He stated that he was not wearing the insulin pump at the time of the event, since he had run out of supplies. He also reported that every time his pressed the act button on the insulin pump, it would alarm low reservoir. He stated that the insulin pump actually showed empty reservoir when he pressed the act button. He noted that the insulin pump alarmed battery out limit after a battery change, and he was assisted with clearing the alarm. He proceeded to change the reservoir since he needed a new one. He was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.